Event description:
It was reported that sharps coll 1.5qt red lid had issues. The following information was provided by the initial reporter: the lid does not remain shut and soon opens on its own.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections, however, as part of this investigation and due several complaints received, an engineering study was performed to evaluate the functionality of this feature (temporary closure), the results of this es was that the events reported by the customer of ¿lid does not shut¿ are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with 95% reliability / 95% confidentiality that the parts producing doesn¿t open by themselves and its required to be applying a force minimum of 1.5lbsf to be opened.

Event description:
It was reported that sharps coll 1.5qt red lid had issues. The following information was provided by the initial reporter: the lid does not remain shut and soon opens on its own.